Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device "sticks". No further information was provided. Ventec made multiple attempts to contact the initial reporter for clarification on the reported issue, however, no response has been received. There were no reports of patient involvement associated with the reported event.